Event description:
It was reported that 2 days following the implant of a transcatheter aortic valve, a permanent pacemaker was implanted due to an unspecified atrioventricular (av) block.

Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-2329}}; product lot/serial number {{unknown}}; product type: {{0195 heart valves}}; implant date {{na}}; explant date {{na}}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 2 days following the implant of a transcatheter aortic valve, a permanent pacemaker was implanted due to an unspecified atrioventricular block (avb). Additional information was received to report during pre-operative preparations, the patient was noted to have a diagnosis of first degree avb and left bundle branch block (lbbb) with a qrs duration of >150ms. The intra-operative report from the transcatheter aortic valve replacement (tavr) procedure noted the patient left the cardiac catheterization laboratory with a temporary venous pacer in place via right internal jugular vein. However, the post-operative surgical note states a new lbbb presented. Two days following the tavr procedure, electrophysiology (ep) was consulted and indicated a "progressive pr and qrs prolongation" presented post-operatively despite discontinuation of beta blockers.

Manufacturer narrative:
Updated data: a4. Weight in lbs b3. Date of event b5. A second paragraph was added. D. Suspect medical device: manufacturer name, address, city, region, country, postal code e. Initial reporter name, phone number, occupation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.